Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they did not have issues with cannulas and that they were not using the pump anymore. The customer did not want to trouble shoot the issue. The customer hung up the phone before any further information was provided. No further information was provided.